Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified; device patch with lot number 3537771, deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted.